Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2006, inratio 6.4, lab 7.6, mean 7.0, confidence limits cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are >0.5 per the values were not considered inaccurate.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 2006, inratio 6.4, lab 7.6.